Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse performed a cup cleaning procedure. No hardware was replaced. A specific root cause of this event was not determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that two erroneously low glucose results were generated by the synchron lx I 725. The system generated critical rerun feature was triggered and returned results within expectation. The initial low results were not reported out of the lab. Quality controls were within spec prior to and after the event. There was no change to the pts' care or treatment since the results were not reported out of the lab.